Manufacturer narrative:
Additional information: d10, h3, h6. H10: two (2) actual samples were received for evaluation. A visual inspection with the naked eye noted a particulate matter inside the last fill line tubing of one (1) sample. The reported condition was verified. The cause of the condition was determined to be due to an extrusion defect during the manufacturing process. The remaining sample was not returned; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter (pm) was observed in three (3) homechoice cassettes. The pm was further described as a half inch particle that looked like a burnt plastic within the tubing with the blue clamp. The was particle was about 3-4 inches from the connector found before patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.